Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had felt pain in his ribs related to the pump pushing into his ribs too much. The pump was initially implanted in a poor position per the request of the patient. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (8mg/ml at 3.8563mg/day) and bupivacaine (7.5mg/ml at 3.6153mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient's pump was pushing into his ribs too much. A factor that may have led or contributed to the issue was the approximation of the pump to the patient's ribs. No troubleshooting was known to have been done. The pump was moved to the patient's opposite side and inferior. The healthcare provider (hcp) was able to aspirate 2ml from the catheter access port (cap) after the catheter was revised. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.